Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
They had very irregular hr with multiple pvcs. A second image revealed a bigeminal rhythm.esp person reviewed and advised that the pump was operating as expected and treatment/correction of the bigeminal rhythm would greatly improve therapy, gas loss occurred, he reviewed the help button with her as well.